Event description:
Pt was a status post mediport insertion for 6 cycles of chemotherapy for ovarian cancer. During a recent monthly checkup at the physician's office, the mediport would not flush. When flushing was attempted, it leaked under the skin forming a wheal over the clavicle. A chest x-ray was taken which revealed a fracture of the catheter at the level of the clavicle. The distal piece was intact within the superior vena cava (svc). The pt was admitted to facility on 12/22/1999. The fractured intravascular portion of the catheter could not be retrieved operatively; therefore an interventional rediologist was consulted for transvascular retrieval. The fractured mediport catheter fragment was incorporated in the svc, and therefore, retrieval was unsuccessful because of the firm incorporation of the catheter fragment ends. The likelihood of catheter fragment movement is minimal.